Manufacturer narrative:
MFR eval - one therapy cool flex catheter was received for eval. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed the pressure drop and the ablation simulation test. The temperature readings throughout the testing were within the specification criteria. The thermal system of the device was verified with no issues. Review of the device history record confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported temperature problems with the catheter is consistent with operational context as device performance was limited due to anatomical/procedural factors. The actual date of the pt expiration is unk. It was reported the pt expired (B)(6) 2011.

Event description:
Same case as MFR report 2030404-2011-00260. It was reported approx (B)(6) post cardiac catheter ablation procedure, the pt expired related to an atrial-esophageal fistula. The physician used a therapy cool flex catheter with a non sjm generator for ablation. While performing the fourth lesion the temperature reading on the generator increased to 40-42 degrees celsius with an irrigation setting of 20 ml/min. Four more lesions were completed to rule out a flow obstruction at the ablation site or a temperature error with the catheter. The catheter was then removed from the pt and tested at an irrigation rate of 60 ml/min with no flow issues noted; however, the room temperature was high at 23 degrees celsius instead of 20 degrees celsius. There was no visual malfunction noted with the device. The catheter was replaced with new therapy cool flex. During priming of the new catheter at 60 ml/min the flow of the irrigation from the tip appeared easier than the previous device. The room temperature was correct and the catheter was used to complete the procedure. The pt was admitted to the hospital (B)(6) with stroke symptoms and after further eval was noted to have an atrial-esophageal fistula. The pt expired in the hosp.